Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system controller 2.0 2024-10-31 d4: model #: 1420 / catalog #: 1420 / expiration date: dd-mmm-yyyy / serial or lot#: (B)(6), d9: no h3: no h4: mfg date: dd-mmm-yyyy2023-10-13 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2024 / serial or lot#:(B)(6), d9: no h3: no h4: mfg date: 17-jun-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2024 / serial or lot#: (B)(6), d9: no h3: no h4: mfg date: 17-jun-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2024 / serial or lot#: (B)(6), d9: no h3: no h4: mfg date: 17-jun-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient experienced a high watt alarm, which prompted immediate evaluation in the intensive care unit (ICU). The patient was started on tissue plasminogen activator therapy (tpa) due to suspicion of thrombus formation inside the pump. Despite this intervention, the therapy was not effective, and the pump subsequently stopped functioning. Laboratory tests revealed elevated lactate dehydrogenase levels (ldh), with values increasing from 414 to 2713 over several days. The prothrombin time (pt) and international normalized ratio (inr) were also monitored with pt values increasing from 14.2 seconds to 27.6 seconds and inr increasing from 1.16 to 2.27. The patient was compliant with anticoagulation therapy. During log file review revealed multiple failed motor start events, loss of power to the controller and three batteries that were operating on less than 2 hours of runtime. Due to the pump thrombosis and device malfunction, a decision was made to replace the pump with a competitor device. The vad was discarded.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller ((B)(6)), and three (3) batteries ((B)(6)) were not returned for evaluation as it was discarded by the customer. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a steady increase in power consumption and estimated flows over the analyzed period, as well as spikes in power consumption to parameters above the normal operating range. In addition, log files revealed one hundred and eleven (111) high watt alarms were logged since (B)(6) 2025. Of note, information provided by the site indicated that the patient was treated with tissue plasminogen activator therapy and the pump was later exchanged. Review of the event log file revealed a vad stop event on (B)(6) 2025 at 14:11:38, followed by a motor start event on (B)(6) 2025 at 14:12:20, in which the motor start parameters were atypical. An additional vad stop event was logged on (B)(6) 2025 at 11:01:47, which was followed by eleven (11) vad stopped alarms on (B)(6) 2025 between 11:02:36 and 11:15:41, indicating that the pump failed to restart after multiple attempts. Log file analysis also revealed a motor start event recorded at 11:18:39, during which the pump restarted after five (5) attempts. Further review of the alarm and event log files revealed a vad disconnect alarm was logged on (B)(6) 2025 at 11:58:33. The alarm was most likely a false alarm, given that the speeds recorded at the onset of the alarm were higher than the set speed. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Log files then revealed twelve (12) vad stopped alarms were logged between 11:58:55 and 12:31:28, indicating that the pump failed to restart after multiple attempts. Review of the event log file revealed three (3) controller power up events were logged on (B)(6) 2025 at 12:18:23, 12:18:38, and 12:29:56, likely due to troubleshooting, with one (1) associated failed motor start attempt at 12:30:14. Further review of the event log file revealed an additional controller power up event was logged on (B)(6) 2025 at 12:31:10, likely due to troubleshooting, with one (1) associated failed motor start attempt at 12:31:28. During the high watt alarms and failure to restart events, a safety alert word (saw) value indicating an overcurrent alert was recorded on (B)(6) . Review of the controller log files also revealed that the capacities of (B)(6) decreased in less than 2 hours when in use. During these periods, the pump exhibited high power consumption. Per the instructions for use (IFU), the capacity of a battery is dependent on the controller and pump operating power consumption. Considering that the pump's power consumption was significantly above normal operating range on the reported event date, it is expected that the battery will be able to provide power to the controller for a short ER period of time. Additionally, log file analysis revealed one (1) critical battery alarm involving (B)(6) was logged on (B)(6) 2025 at 04:27:16, which was due to the battery depleting below 10% relative state of charge (rsoc). The observed critical battery alarm is an additional finding, not related to the reported event. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on historical review of similar high power events and the risk documentation, a possible root cause of the reported high power event may be attributed, but not limited, to external factors such as thrombus formation/ingestion. The thrombus likely got ingested into the pump resulting in an increase in power, triggering the high watt alarms and vad stopped alarms and prevented the pump from restarting. Possible causes of the vad disconnect alarm logged on (B)(6) 2025 at 11:58:33 can be attributed to a loss of synchronization of commutation leading to false vad disconnect alarms. CAPA pr00550440 investigated controller losses of synchronization of commutation. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information and risk documentation, a possible root cause of the reported battery power consumption issue can be attributed to the increased power consumption required by the pump running at high power. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system controller 2.0 d4 serial #: (B)(6) d9: no h3: yes h5: no d1: heartware ventricular assist system battery d4: serial #: (B)(6) d9: no h3: yes h5: no d1: heartware ventricular assist system battery d4: serial: (B)(6) d9: no h3: yes h5: no d1: heartware ventricular assist system battery d4: serial #: (B)(6) d9: no h3: yes h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.